Event description:
Pt was a severe trauma pt with a head injury, thus contraindication to anticoagulation. Due to pt's injuries they were very high risk to thromboembolic disease, thus an ivc filter was placed in 2004. In planning for removal of the ivc filter 2 months later it was noted on x-rays and CT scan that the filter has migrated caudally slightly and the arms and the legs of the filter have perforated the ivc into surrounding structures.